Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported passer tip was broken during the procedure. The passer was replaced and there was no injury to the patient.